Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30185425l number, and no internal action was found during the review. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident (cva). Towards the end of the procedure when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body, char was noticed on the tip of the catheter. At an unspecified point, the patient exhibited neurological symptoms (facial droop). There¿s no information regarding medical/surgical interventions or extended hospitalization. Patient¿s outcome and physician causality opinion are unknown. No error messages were observed on any bwi equipment during the procedure. No temperature or flow issues were observed. The generator was used in power control mode with a temperature cut-off at 50 degrees celsius. The patient received anticoagulant (heparin) during the case. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly. The char was assessed as not reportable. Char is a physical phenomenon of rf energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. This event was originally considered nonreportable, however, bwi became aware of additional information on 5/10/2019 which indicated the patient suffered cerebrovascular accident which is considered serious and MDR-reportable.

Manufacturer narrative:
On 6/11/2019, biosense webster inc. Received additional information about the event from the bwi representative. It was reported that no medical/surgical intervention or extended hospitalization was required. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. On 6/17/2019, biosense webster inc. Received additional information about the event from a 3500a medwatch from the user facility. It was reported that the patient was a 67-year-old male patient (105 kg) with history of atrial fibrillation (afib) on eliquis and hypertension. Post-procedure, the patient exhibited neurological symptoms such as facial droop and aphasia. MRI reveal acute small cerebral infarction. No medical/surgical intervention or extended hospitalization was required. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Manufacturer¿s ref # (B)(4).